Manufacturer narrative:
Corrected data: please remove the previously reported component codes: 2907 - detachment of device or device component and 1064 - backflow. An event of a torn cusp was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, 1 photo was received for analysis. Based solely on the photo, one leaflet appeared to be torn on a valve prior to explant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported in may 2018, a 23 mm trifecta gt valve was implanted. On (B)(6) 2020 the 23 mm trifecta valve was explanted due to aortic insufficiency. During the explant procedure, the physician reported one of the valves cusps was detached from the stent post, causing free flow from the valve. Further information has been requested.